Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: reportedly, customer refused to provide additional information and did not make available other details about the event and patient status than what already reported. A livanova field service engineer (fse) was dispatched on site to inspect the unit. Functional checks were carried out without detecting any deviations, therefore the unit was put back into regular service the serial read-out of the involved cp5 control panel (real time device parameters and setting recording file) were retrieved and analyzed: no relevant error messages indicating a fault were recorded on the date of the event. The device history record of the heart-lung machine onto which the involved device was installed was reviewed, and no deviation nor non-conformity was found out. Complaints database review revealed no further similar events since unit¿s installation. Based on the available information, no causal relationship between livanova cp5 and the reported event could be established and the root cause of the event remains unknown. Considering that customer declined to provide additional information, livanova does not expect to receive further details in the near term. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report of an event involving a centrifugal pump unit (cp5) and resulting in a patient injury. No further information was made available regarding present case.